Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold and loss of capture. X-ray imaging was performed and the lead had become dislodged. This lv lead was explanted and a lv lead was implanted. No additional adverse patient effects were reported.